Event description:
A peritoneal dialysis (pd) nurse reported that a patient presented to the emergency department (ed) with complaints of severe back pain, fever and hypotension. The patient was transferred to the intensive care unit (ICU) and quickly deteriorated, requiring mechanical ventilation. The patient presented with sepsis, likely due to pneumonia, requiring pressor support to maint her blood pressure. The patient was started on a regime of intravenous antibiotics as infectious disease was consulted. A right femoral quinton catheter was inserted and she was temporarily hemodialysed via filtration. Aggressive volume removal and normalization of her electrolytes and acid base balance was achieved. The patient subsequently discontinued hemodialysis, switching back to peritoneal dialysis (pd). The patient was extubated after significant improvements and then transferred out of the ICU.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.